Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID (B)(4) ICD implanted: 2010 (B)(6); product ID 4193-78 lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.